Manufacturer narrative:
The event unit was returned for evaluation. Upon inspection, engineering found the jaws to be locked shut, and confirmed the customer's experience that the device was "unusable." The unit was disassembled; engineering found excessive grease inside of the unit which likely caused a high actuation force. This likely lead to the damage seen on the jaws. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review.

Event description:
Procedure performed unknown - "after opening the packaging, device was found unusable. Jaw was blocked." Patient status - "na."